Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they had an issue with their ins shocking them and causing pain. They added that they went to their healthcare provider (hcp) about a month ago and a manufacture representative (rep) was there; they changed settings to see if that would help. The patient said it was still bothering them so they turned it off. The consumer has other health conditions and hasn't been able to have mris for stomach pain on their left side. The patient is questioning if they want the implant or to have it removed. The patient also had lithotripsy for kidney stones because they felt something was wrong on their left side (the left side is where the ins is located). Due to increased pain, they thought this may have caused the issues and caused it to malfunction. The consumer also thought therapy hasn't affected their bowels one way or another. The patient also had a car accident the week prior to initial report and has an appointment with their managing hcp the following week. As a result of what was reported, they were redirected to their hcp to dis cuss concerns and possible removal. No further patient complications have been reported as a result of this event.